Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture and malposition was received on september 13, 2024, with lot number "unable to check the lot number on the patch, as the device is broken. The device is a gel. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on anterior side assessed as unidentified (tear) opening and missing piece of shell and patch assessed as inconclusive. (Shell thickness within specification). ¿ malposition: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right-side "rupture" confirmed via MRI and later reported "malposition". The device was explanted.

Event description:
Healthcare professional reported right-side "rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "malposition". Device was explanted.